Manufacturer narrative:
Additional information was added to h3, h4, h6, h10. H4: the lot was manufactured from october 20, 2020 - october 21, 2020. H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. A visual inspection was performed on the photographs which showed fluid inside the bladder of the devices which suggest an underinfuision may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusions occurred during patient use of two (2) large volume infusors. It was further reported that devices had a residual volume of approximately 30ml left following the infusions. There were no kinks in the peripherally inserted central catheter (PICC) line and the lines flushed with no issues. One (1) device was filled with ceftriaxone 4000mg in sodium chloride 0.9% and the other device was filled with penicillin 14400mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.